Event description:
A report alleges that while the lift was in normal use it tipped over to the left side and the patient fell out of the sling. Report alleges that there were four people assisting the patient when the lift fell. Report alleges the patient was not hurt. No information as to any issue with the device. The reporter was referred to a local service center.